Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor that was replaced and the analysis was completed. The unit was installed on an xi test system, and no video was seen in the left eye when the surgeon side console (ssc) powered up. The complaint was confirmed based on the field evaluation/failure analysis.

Manufacturer narrative:
The field service engineer (fse) went onsite and replaced the high-resolution stereo viewer (hrsv) to resolve the issue. Intuitive surgical, inc. (Isi) has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called technical support engineer (tse) and reported that one eye was black on the surgeon side console (ssc). The system was power cycled, but one eye was still black. The ssc from another system was brought in to complete the procedure with a delay of greater than 30 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was a robotic assisted hysterectomy, bilateral salpingo-oophorectomy, and pelvic lymphadenectomy with sentinel lymph nodes biopsy procedure on a high-risk endometrial cancer patient. The surgeon confirmed that at the time the event occurred, the total amount of delay was 120 minutes. There were no intra or postoperative complications due to this delay. According to the surgeon, the incident had no impact on the patient´s health. According to the surgeon, there was no concern about procedure delay causing any long-term complications with the patient. The patient was discharged in good health on post-operative day one.

Manufacturer narrative:
Correction: incorrect findings code c13 was reported. The correct code is c0201.